Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level around 600 mg/dl; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.